Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device used for spinal pain indications. It was reported that the patient stated it's taking a while to connect to the implant since about a month ago. Patient stated they get not found screen. Patient stated the handset get stuck at 90% when they are trying to connect to the pump. Agent assisted patient with clearing the data on the handset. Agent reviewed device function. Communicator was at 100%. The troubleshooting steps that were taken on the call resolved the issue.